Event description:
Treatment of a middle cerebral artery (mca) aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment. The physician maneuvered the marksman catheter and pushwire in an attempt to release the pipeline, but without success. The physician was able to detach the pipeline from the capture coil and open it with the tracxess guidewire; however, the distal segment of the pushwire along with the capture coil separated and remained in the carotid. Post procedure, it was reported the patient has hemiplegic and is currently in recovery.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient and the proximal segment of the pushwire was discarded. (B)(4).